Event description:
It was reported guidewire entrapment occurred. A 1.75mm rotalink plus and rotawire and wireclip torquer were selected for a coronary angiography and interventricular angioplasty procedure with active stent placement. During the beginning of the procedure, the guidewire became blocked and was unable to pass through the rotalink plus. The guidewire rotates when the motor is turned on. No patient complications were reported.